Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. One photograph and one video were provided for investigation. The video showed the top disc of the septum had separated from the rim of the top body. A portion of the septum top disk was pushed within the opening of the top body. No defects associated with the manufacturing process could be verified from the video. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features in the submitted video did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends. We regret any inconvenience this incident may have caused you and your facility.

Event description:
No new information.

Event description:
When the product is used, the sealing tubing is pre-filled and connected to the connector for flushing, and after separation, the surface of the connector is found to be collapsed, and it is suspected that the stopper is inwardly trapped.

Manufacturer narrative:
E.1. Characters limit is exceeded at facility name: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a damaged septum was confirmed; however, the root cause could not be determined. One photograph, one video, and one q-syte connector were provided for investigation. A review of the video and returned q-syte connector showed that a portion of the septum top disc had separated from the rim of the top body and was pushed within the opening of the top body of the rigid q-syte housing. No defects associated with the manufacturing process could be verified from the video or physical sample. As the device has been opened, it could not be determined with certainty whether the damage originated during manufacturing or use of the device. The observable features did not contain enough information to identify a specific root cause of the reported event. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.